Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Section e- all accurate information has been provided within the initial MFR 2016493-2024-00056 for the required fields. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no application errors were found in the station's log files. Customer was notified about this. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that an undisclosed number of pyxis anesthesia es systems stop responding or reboot during cases, delaying user access for 5 minutes. The manufacturer reached out to the customer for details of each individual device affected but no other information was released regarding these events. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident no application errors events were identified in the station's log files. The customer was notified, and they requested for the complaint file to be closed. The system functioned as intended.

Event description:
It was reported by the customer that an undisclosed number of pyxis anesthesia es systems stop responding or reboot during cases, delaying user access for 5 minutes. The manufacturer reached out to the customer for details of each individual device affected but no other information was released regarding these events. There were no adverse events or injuries reported based on this event.